Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and swelling. The cause of the event, treatment and patient hospitalization were not reported. Action taken with pd therapy was not reported. At the time of this report, the patient outcome was not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.